Event description:
It was reported that during ureteroscopy procedure when the physician was lasing, the fiber broke around the hand of the surgeon and burned their hand/finger. The broken fiber was removed and replaced with a new fiber. The procedure was completed with the new fiber without patient complication.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review was performed and found that the product IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during ureteroscopy procedure when the physician was lasing, the fiber broke around the hand of the surgeon and burned their hand/finger. The broken fiber was removed and replaced with a new fiber. The procedure was completed with the new fiber without patient complication.